Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the returned devices confirm that the corkscrew implants were broken. The proximal ends of 2 anchors were returned. The directions for use (dfu-0087)warns: "attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion." This type of event is typically caused by improper bone prep, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that implants broke during insertion. The fragments were left in patient but were secured. No further information was given.

Manufacturer narrative:
This follow-up submission is to correct: new device part and lot numbers including the concomitant device, follow-up event information and new event date. Device history record review revealed nothing relevant to this event. The contribution of the device to the event as originally reported could not be determined as the device was not returned for evaluation. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was originally reported that the patient had a (left) subpectoral bicepstenodesis done on (B)(6) 2012. In late 2013, he began to have pain in his shoulder. He had cortisone shots but they only relieved the pain short term. He had an MRI which showed the bio-tenodesis implant had pulled out of the bone. On (B)(6) 2014 the screw was removed and no new implants were inserted as the repair had held. Follow-up information: it was reported that the patient had a massive left rotator cuff repair in 2012. Ar-1927bf lots 357675 & 357683 and ar-1662bc-7 lot# 616714 were used during the repair. On (B)(6) 2013 patient had constant pain in his left shoulder and was seen by a doctor who prescribed "voltargen gel and nsaid" for pain and performed an MRI. The MRI had indicated the biceps tenodesis screw had backed out of the soft tissue. The patient`s tenderness and pain was directly over this area. However the tendon has adherent to the humerus and tenodesed there. Revision on (B)(6) 2014. Surgeon performed an open-mini rotator cuff repair. The implant was found to be broken into numerous pieces but all were able to be removed. The repair was complete with the insertion of a pushlock device and fiber wire sutures used in a mason-allen type fashion. Wound was irrigated with saline solution and marcaine with epinephrine for post-op pain and then put into a sling. In speaking with the patient, he is doing fine to date.